Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Device communicated and calibrated properly with test guardian link transmitter. No sensor anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer's blood glucose was 415 mg/dl. No further details were provided regarding symptoms or treatment of the hyperglycemia. The customer's husband wanted assistance with programming a bolus for her. Troubleshooting was not completed. The insulin pump was not returned for analysis.